Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing causing mode switching which was found to be cause by insulation damage on the atrial (ra) lead. On (B)(6) 2022, the physician elected to cap and replace the rv lead. The patient was in stable condition.